Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had undergone a revision surgery to remove a prodisc-c implant because it had migrating posteriorly into the spinal canal, leading to myopathy in flexion and pain. The patient had undergone a total disc replacement at c5-c6 on an unknown date. Postoperatively, the implant migrated posteriorly into spinal canal, leading to myopathy in flexion and pain. On (B)(6) 2014, the prodisc-c was explanted and the patient was revised to a fusion with a zero-p va device. There was no surgical delay and the procedure was successfully completed. This complaint involves 1 device; prodisc-c implant.

Manufacturer narrative:
A manufacturing evaluation was completed: the reported product was returned as three pieces. The inlay component which is normally assembled into the inferior plate component has been removed from its normally assembled condition indicating post manufacturing damage or use. The right tine of the midline keel of the superior endplate component appears to be bent outward and the left tine exhibits a deformation that are both indicative of post manufacturing damage or use. The prodisc inferior plate component also exhibits visible scratches and marring on both the plasma coated and uncoated sides, as well as, on the inlay mating surface indicative of post manufacturing damage or use. The midline keel of the inferior plate component also exhibits deformation that is indicative of post manufacturing damage or use. The prodisc inlay component exhibits disassembly from the inferior plate component and significant damage on all surfaces and features of the product indicating post manufacturing disassembly, damage and use. Damage includes scratches, deformation, compression, bending and tearing of the base of the inlay and gouges and tears visible on the rounded surface of the inlay component. A portion of the inlay component also appears to be separated and was not included with the returned product. The relevant dimensional features cannot be verified on the returned product for conformance to established requirements because the features were significantly damaged and deformed during use or explantation to remove the implant from the patient. Any measurements of the identified features of the inlay component received from the field would not provide accurate information regarding whether or not the feature was within specification at the time of manufacturing. Also due to plasma coating of the product during its manufacture. The features require the use of cmm to measure the features. However, the products have undergone plasma coating in accordance with specified requirements. Post plasma coated surfaces will prevent accurate location of the cmm probe to measure the features and the coating could also potentially damage the cmm probe tips. Any measurements of the identified features of the superior and inferior plate components received from the field would not provide accurate information regarding whether or not the features were within specification at the time of manufacturing. Also because the features were significantly damaged and deformed during use or explantation to remove the implant from the patient. Any measurements of the identified features of the superior and inferior plate components received from the field would not provide accurate information regarding whether or not the features were within specification at the time of manufacturing. The complaint condition reported could not be confirmed due to inability to verify conformance of the returned product to established specifications due to specified coating of relevant dimensions during manufacture and/or post manufacturing damage during use as intended or explantation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device including its components. The superior endplate, inferior endplate, and polyethylene inlay exhibited iatrogenic damage. No design related issues could be identified. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description stated that the prodisc-c implant migrated posteriorly, leading to pain and myopathy in flexion. The implant was explanted. The prodisc-c was reviewed and it was determined that an update is not warranted at this time. The loosening was likely due to excessive force applied to the implant by the patient. Mechanical testing has shown that the design of the device is capable of withstanding maximum shear forces anticipated in the cervical spine under normal conditions. The design is adequate for the intended use of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An internal review from a depuy synthes medical director was conducted with results as follows: there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. There is damage present on the superior endplate, inferior endplate, and the polyethylene inlay, which are all consistent with tool marks and surgical removal technique. The superior and inferior endplates also exhibited evidence of bone remnants. No new risks, user needs, or updates to the product development evaluation have been identified as a result of the condition of the device. As such no further action is required.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR records for part #09.820.035s, lot #7472436 indicates that the reported product was manufactured at the brandywine manufacturing facility and released to warehouse on 09/10/2013 under work order 3613919. DHR records indicate that the product lot was manufactured in accordance with all established requirements with no non-conformance reports generated during production. The product lot was packaged, labeled, and released to the warehouse on 09/27/2013 with an expiration date of 07/2017. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.